Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot pez660, and no non-conformances were identified. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2020, and a suture was used. During the procedure, the suture pulled off the needle while sewing the left ovary, and the needle broke at its end. The surgeon immediately took out the suture and needle, and then confirmed that the needle was complete, and there was no broken suture in the patient's body. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/15/2020. Additional information was requested and the following was obtained: could you please confirm if the device just present pull off suture needle or also present needle breakage? In event description mention "the needle breaks from the end of the needle"? Needle breakage. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.